Event description:
Customer reported pt receiving 1 unit prbcs with filter tubing. Infusion was running for about an hour. Pt attempted to get up and nurse noticed leaking of a few drops onto the floor. Infusion stopped, module opened and observed blood leaking from the tubing just above top portion of the pump's platen. Appeared to be more of a tear in the tubing. No pt harm reported. No add'l info was available.

Manufacturer narrative:
(B)(4). Product evaluated and customer's experience of leaking from blood tubing was confirmed. The leak was observed to be from a pinhole in the silicone tubing near the upper fitment. Crush marks were also observed on the upper fitment. The root cause of this pinhole was not identified. The lot number was not identified. Based on the smartsite laser number, the mfg database was reviewed; no quality issues were noted during production build period of this model for the failure mode reported.